Event description:
The patient reported symptoms of "poking and hurting" from the area of their implant. The clinic reported that a pocket revision was done to relocate the device to a more suitable position. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2005. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).